Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinician wanted to know if the device was sensing atrial activity consistently. It was also noted that the presenting electrogram "looks funny." The device is still in use. No patient complications have been reported as a result of this event.